Manufacturer narrative:
MDR follow-up report being filed on the white absorbent towel a8520bn from the left heart pack, scv15ohrmh that had deposited loose fibers into the saline flush bowl after being dipped due to the investigation results are available. Based on supplier investigation, device history record could not able to be reviewed as lot number was not provided. No sample was available for investigation, only photos showing lint in the saline water. The or towel is made of cotton, so lint is born and inevitable. The intended use of or towel is to be used for applying medication to or absorbing small amounts of body fluids from a patient's body surface. Measures to better control and improve linting have been implemented. A suction process was added before products' final folding and operators perform this activity according to standard operation procedure requirements. In the folding process, one cloth bag protects 100 pieces of semi-finished products to avoid linting stuck onto the products during product transfer. After linting test method performed results were (=0.38g/10 pieces). Based on the investigation, all linting test data is within the acceptable range. Based on the limited information available at this time and no product sample provided, the root cause could not be determined. If a sample is provided at a later date, the investigation will be re-opened, and an addendum report will be provided.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
The customer reported that the white absorbent towel a8520bn from the left heart pack, scv15ohrmh deposited loose fibers into the saline flush bowl after being dipped in. No patient demographics were provided nor was any injury reported. The MDR is being filed for potential risk.